Manufacturer narrative:
It was initially reported that the bed frame was damaged. Follow-up submitted as further investigation determined the fowler would not lower electronically or manually due to a damaged fowler mount being broken off. This issue is not reportable per the calculated exposure of the product family hazard harm list criteria, indicating that the malfunction, if repeated, is not likely to result in serious injury or death to the patient or caregiver. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported that the bed frame was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler would not lower electronically or manually due to a damaged fowler mount broken off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.